Manufacturer narrative:
It was previously reported: the manufacturer received information a trilogy evo ventilator was returned to the manufacturer's service center for the report of a ventilator service required error code e-384, which indicates the device software has detected a large pressure drop between the monitor and outlet pressure sensors. The trilogy evo ventilator was returned to the third-party service center for evaluation. On evaluation, error code e-384 occurred due to contaminated components inside the ventilator. The machine flow sensor and the muffler assembly were contaminated and required replacement. Additional findings not related to the malfunction/issue: the air inlet foam filter required replacement as part of preventative maintenance. The system printed circuit board assembly required replace due to non-critical error codes indicating the internal battery was in use and the sensor offset during drift calculation was too high. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. The coding grid has been updated with this correction to more accurately align with the evaluation findings reported.

Manufacturer narrative:
The manufacturer received information a trilogy evo ventilator was returned to the manufacturer's service center for the report of a ventilator service required error code e-384, which indicates the device software has detected a large pressure drop between the monitor and outlet pressure sensors. The trilogy evo ventilator was returned to the third-party service center for evaluation. On evaluation, error code e-384 occurred due to contaminated components inside the ventilator. The machine flow sensor and the muffler assembly were contaminated and required replacement. Additional findings not related to the malfunction/issue: the air inlet foam filter required replacement as part of preventative maintenance. The system printed circuit board assembly required replace due to non-critical error codes indicating the internal battery was in use and the sensor offset during drift calculation was too high. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements

Event description:
The manufacturer received information a trilogy evo ventilator was returned to the manufacturer's service center for the report of a ventilator service required error code e-384, which indicates the device software has detected 320788247. There no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.